Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01541 and 2134265-2018-01727. It was reported that balloon pinhole occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and non-calcified mid aorta. Three 33/7/2/65 equalizer¿ occlusion balloon catheters were advanced for dilatation in unknown order. However, some friction was encountered when the three devices were introduced through the sheath. When the balloons were inflated, the balloons leaked and inflation was no longer possible. There was a small non-visible pinhole. The procedure was completed with a different device. No patient complications were reported and the patient's status stable.